Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated left lower quadrant ventral hernia. It was reported that five years after a procedure where this device was implanted, the patient experienced abdominal wall abscess with infected mesh. A procedure was performed to remove the infected mesh. Another procedure was performed one week after treatment for an incarcerated llq incisional hernia. Patient had experienced obstructive symptoms and a CT scan shows relation to the hernia. A tight adhesion was found caught within the hernia, and the hernia was oriented in a spigelian-type fashion with the majority of the hernia between two layers of fascia. Three months later another procedure was required for cellulitis and open nonhealing wound within the left abdominal wall. Debridement of the left abdominal wall necrotic tissue was performed. The patient also experienced recurrent abdominal wall infections and further adhesions. One month after that, a diagnostic laparoscopy with one-hour lysis of adhesions found moderate adhesions between the omentum and previously placed intraperitoneal mesh. There was no evidence of mesh infection. The mesh was well incorporated, and no issues were found.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of of a ventral hernia. It was reported that after the implant, the patient experienced an abscess, infected mesh, necrotic tissue, adhesions, cellulitis, open wound, and obstruction. Post-operative patient treatment included revision surgeries, vac dressing placement, removal of infected mesh, debridement of abdominal wall necrotic tissue, and lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.